Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibiting far-field oversensing of ventricular activity on the atrial channel. The crt-d was reprogrammed and remains in service. No adverse patient effects were reported.